Event description:
A materials manager reported difficulty folding an intraocular lens (iol). Patient impact remains unknown. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. One haptic was broken-gusset area (not returned). The other haptic was broken-distal area (returned) and this haptic was also torn in the gusset area but still attached. The optic was torn/split/cracked. Fold testing could not be conducted due to optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage was not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 01/27/2010 and 02/17/2010 by mail. A completed questionnaire has not been received. (B) (4). (B) (4)